Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Rep inma valles phoned to report a product complaint. During the intervention, the stent didn't release. Incident happened on friday 6th of february. Patient is ok. Rep will return the part "the stent didn't release" patient outcome: another boston stent. Was the product inspected for damage before use? Yes what was the target location? Biliary duct details of the wire guide used? O35 wire guide was the zip port facing upwards and slightly curved when backloading the wire guide? Yes what endoscope type and channel size was used? Olympus did the patient exhibit difficult anatomy? No was the stricture dilated before stent placement? Yes was the safety wire removed? If yes, at what point was it removed? No, the stent didn¿t release from the begining was resistance encountered when advancing the wire guide to the target location? No was resistance encountered when advancing the delivery system to the target location? No what was the position of the elevator during advancement? Open what was the position of the elevator during attempted deployment? Open was the yellow marker kept in view during attempted deployment? Yes was a stent previously placed at the same or adjacent location? No did any part of the stent contact the patient's anatomy when the complaint occurred? Yes how was the procedure completed (another device, procedure scheduled for another day)? Another boston stent.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number involved in this complaint was returned with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 04th mar 2026. During the evaluation, the following was noted: visual inspection: device returned with protective tubing in place. Safety wire returned in place. Red marker between the 07th and 08th dimple, before ponr on return. Introducer examined and bunching noted just below the zip port. Introducer examined and flexor observed to be broken/damaged measuring approx. 15cm from the white tip. Functional inspection: handle actuating fine for deploy and recapture. Lock wire removed with no issue. Unable to deploy the stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Imaging (clinical) review: clinical imaging was not returned for evaluation. Root cause analysis: a definitive root cause cannot be concluded. A possible root cause may be concluded based on capa00209 findings. A possible root cause may be attributed to a manufacturing issue as inconsistencies in the coating process which led to higher friction forces for the larger stent sizes has been identified. Bunching and the broken/damaged flexor noted during the lab evaluation likely occurred during the attempted use due to the high friction force. This high friction force would have caused resistance and the need for force to be used in attempt to deploy the stent which could have led to the bunching, the flexor damage and inevitably led to the inability to deploy the stent as reported by the user. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction: CAPA-00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation: according to the initial complaint reported, the stent didn't release. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A new boston stent product was used to complete the procedure. A possible root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-apr-2026. Answer to additional question received on 12-feb-26 was the product inspected for damage before use? - yes. What was the target location? - biliary duct. Details of the wire guide used (diameter, type, make)? - o35 wire guide. What endoscope type and channel size was used? - olympus. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? - no. Was the stricture dilated before stent placement? - yes. Was the safety wire removed? If yes, at what point was it removed? - no, the stent didn¿t release from the begining. Was resistance encountered when advancing the wire guide to the target location? - no. Was resistance encountered when advancing the delivery system to the target location? - no. What was the position of the elevator during advancement? - open. What was the position of the elevator during attempted deployment? - open. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) - no. How was the procedure completed (another device, procedure scheduled for another day)? - another boston stent.